Event description:
Consumer reported she chipped her tooth while using the toothbrush.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2013. The consumer has not returned the product to date; therefore, we are unable to determine the exact product that was used. (B)(4).